Manufacturer narrative:
A2: the patient was reported to be 64 years old. D6a: unknown date in 2021. D10: alteon ha collared stem size: 6. Alteon cup, cluster-hole 52mm. Alteon neutral liner. Biolox delta femoral head, 12/14 taper 36mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It is reported by a hip clinical study that a patient underwent a left total hip arthroplasty on an unknown date approximately 48 months ago. Subsequently, the patient experienced an unequal leg length discrepancy reported at 6 weeks post operatively, as well as 3 months post operatively. No mention of the discrepancy was made at the 2 year follow-up. Patient outcome was not reported. No surgical or medical interventions were reported. No additional information is available.